Event description:
The cin was contacted by an administrative assistant regarding this inquiry. It was reported the device was used during a colon resection procedure. It was reported the device misfired. There was no consequence to the pt. 2/5/1998. It was reported as the surgeon pulled the firing lever during the second firing of the tx608 the retaining pin cracked off and part of the reload also cracked. It was reported no staples formed. Another 7x60b was opened to complete the procedure without difficulty.